Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a red bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos yellow jacket cabling was cut near the iabc bifurcate. The remaining length of the fos yellow cable including the fos (sc) connector was not returned with the sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no visible fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A corrective and preventive action (CAPA-503) has been initiated to address the issue. The reported complaint for "persistent possible helium loss 2 alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which resulted in the helium loss alarms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "suspected iab rupture. Alarms persisted so leak test was performed, which showed iab positive for leak. Persistent possible helium loss 2 alarms that started immediately following insertion in the cardiac cath lab". As a result, the iab was removed and a new iab was inserted. No patient harm or injury. The patient status is reported as "fine".